Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the check key on the pump is not functioning well. Caller stated the issue is intermittent, but persistent. No adverse event reported. Requested return of the alleged pump for evaluation